Event description:
A discordant, (b)(6 result higher than the cutoff for confirmatory testing was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted (B)(6). The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse checked and cleaned the wash manifold and aspiration probes. Samples and quality controls were run, resulting within range. The cause of the discordant, (B)(6) result is unknown, as the sample resulted as expected upon repeat testing on the same instrument prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.